Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their reservoir leaking. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted and the customer was advised the reservoir would be replaced and returned for analysis.